Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 500 mg/dl range. The cartridge and infusion set were changed, but the occlusions continued. The customer reverted to using a non-tandem pump and insulin injections to manage diabetes. The customer has discussed the high blood bg levels with a healthcare provider and it was thought that the high bg was due to a medical reason that was unrelated to the pump or its supplies.